Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a shocking/jolting sensation on the right side of her leg which started a few days ago. Her device also "turns itself off". There were no falls or trauma associated with this event. It was noted that she also had a neurostimulator for urinary issues that was implanted in her left buttock area. Her neurostimulator for pain relief was implanted on her right side. Add'l info was requested. See mfrs report # 3004209178201100253 for the pt's urinary neurostimulator issue.